Event description:
A user facility reported to olympus that the error "b30" occurred during a procedure. A delay in procedure of 1 hour occurred while the patient was under general anesthesia. There was no adverse health effect to the patient that occurred, attributed to the delay. The intended procedure was completed. There was no patient injury that occurred, associated with the event. This is report #1 of 3 due to multiple events and devices reported.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to dust in the socket. Olympus will continue to monitor field performance for this device.